Manufacturer narrative:
Internal reference#: (B)(4).

Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
It was reported during a eviva breast biopsy procedure on (B)(6) 2017 as the end of the procedure the physician could not get the needle out of the sheath. The physician had to remove the whole system out of the breast and was unable to leave the marker. When the needle was "finally" removed, the "needle tip appeared twisted". There was no patient injury. The patient was discharged home.